Event description:
A report was received that the patient's ipg was too close to the skin and would not hold a charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected as the ipg was just too close to skin causing difficulty charging. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was too close to the skin and would not hold a charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
.